Event description:
It was reported that an unspecified malfunction alarm occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer changed site and cartridge to address bg. Multiple follow-up attempts were made by tandem technical support; however, the customer did not respond. No additional information was known or reported.